Event description:
It is reported that the device was implanted in 2000. The pt has stage 3b osteolysis and is scheduling a revision surgery. It is unk when the revision surgery will occur.

Manufacturer narrative:
Eval summary: cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.